Manufacturer narrative:
H3: instability occurs when the soft-tissue structures around the ankle are unable to provide the stability necessary for adequate function. Instability may be the result of increased soft-tissue laxity (looseness), inadequate flexion of the implants, or improper positioning or alignment of the prostheses. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the instability and subsequent revision cannot be conclusively determined.

Manufacturer narrative:
H6: corrected health effect - clinical code, medical device problem code, component code. Manufacturer narrative updated: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the instability and subsequent revision cannot be conclusively determined.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately two years post initial right taa, the 64 y/o male patient had a revision due to instability. Patient's liner was revised. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain images or x-rays. The device is not available for evaluation as it was disposed at the hospital.